Manufacturer narrative:
Section a3b, gender: the customer said ¿female¿. Section a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2024 through (B)(6) 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s operative eye. The patient experienced dysphotopsias requiring the explant of the iol. The replacement lens is another jnj iol model drt150 24.0 diopter. No further information was provided.

Manufacturer narrative:
Additional information additional information was received from the johnson and johnson representative. The johnson and johnson representative stated that the iol swap from the symfony model to the odyssey model was to deliver better near and dysphotopsia tolerance. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.